Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she has experienced high blood glucose levels for the past two weeks, and was concerned that the insulin pump was not delivering the correct amount of insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Advised the customer that often times, high blood glucose levels are due to site and/or infusion set issues. Nothing further was reported.